Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102-charge profile fault) has been confirmed. As received, the monitor displayed service code 102 and failed incoming functionality testing. The cause of the failure was a defective r38 resistor. The root cause of the defective resistor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing a service code 102 (charge profile fault).